Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt experienced redness at the thoracic incision site one week postoperatively. The ipg site was firm to touch. There was no drainage or pus and no cultures were taken. The pt was treated for 10 days with keflex and had a reaction to the keflex and was switched to bactrim for 10 days. The issue resolved and the pt was in good condition.